Manufacturer narrative:
Additional information provided in h.6. And h.11. The sample was not received at the investigating site for this complaint report; visual inspection or functional testing could not be conducted. Surgeon requests for the console to repeat the ¿visco¿ voice, vs the indistinct tone. This was the last procedural step. As the other phaco console, would repeat the ¿visco¿ step when the surgeon clicked over on the pedal. The surgeon would like to clear the system message by using the ¿step +¿ function on the foot pedal. Staff would like to mention the need ability to use a hot key on the remote for the ¿fill¿ function. They would like to have more volume, as well. They would also like the ability to toggle on/off the light and increasing light intensity using remote. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during use, an ophthalmic console exhibited multiple issues which included repeated priming failures, an inability to hold and pull up a piece in the quadrant highlighting and the need for adjustable intelligent sentry sensitivity, improper touchscreen calibration, and challenges with device operation, particularly when the remote lost its pairing. This also appeared to cause a rapid battery drainage. Additionally, the system displayed multiple system messages (sm), and bubbles which were reportedly expelled into the eye during irrigation and aspiration during cortex and viscoelastic steps. Chamber instability was observed multiple times where in chamber collapsed during nucleus removal, resulting in a near posterior capsular rupture. Also, similar instability was observed too during both cortex removal and perinucleus steps. The procedure details and patient impact have not been provided. This report pertains to cassette involved in this reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.